Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown, information not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was explanted from the patient's left eye due to reduced vision, myopic result from surgery. At explant, there were no sutures, vitrectomy nor incision enlargement performed. The replacement lens used was the same model, but lower diopter, 22.5. Patient is doing good post-exchange. It is noted the explanted lens is not available for investigation. Visual acuity pre-op (pre-initial implant): 20/70. Visual acuity post-op (post-initial implant):20/40+2. Visual acuity post-op (post-replacement):20/20-2. No further information provided.